Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device, a vessel spasm occurred. It was reported that a vasospasm was observed distal to the treated target lesion during the procedure. It was reported that no additional intervention was performed to treat the spasm.